Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6(evaluation method codes), h10, h11.corrected fields: e1(event site email), h6(patient codes).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) will not fill. It was later clarified that the iabp unit could not complete an autofill. It is unknown under which circumstances this event occurred; however there was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate. The stm began troubleshooting the iabp unit by looking through the iabp log files and and found fill fail -flush fill timeout errors. The stm continue with the troubleshooting and found the fill manifold to be out of calibration. To fix the problem, the fill manifold was calibrated. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) will not fill. It was later clarified that the iabp unit could not complete an autofill. It is unknown under which circumstances this event occurred; however there was no patient involvement, and no adverse event was reported.